Event description:
It was reported that there was clogging during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: intermittent suction. Need to release and reengage suction button to fix issue. May be clogging. Account using wall suction salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could bio burden substance from the use of the instrument port, or normal use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was clogging during the procedure.